Event description:
Healthcare professional reported after injection with juvederm ultra plus xc in acne scars of both cheeks, the pt experienced "bumpiness, acne, and swelling" immediately after injection. Pt was treated with hylenex nine days after injection; symptoms are ongoing, but the pt is "doing much better". No additional treatment has been prescribed since the hylenex injection initially provided.

Manufacturer narrative:
The event of swelling, acne, and skin nodules are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.